Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a low drain volume alarm was not confirmed. The cause of the alarm was determined to be air in patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was air in line when he had started. The technical service representative (tsr) advised the hp to start over with new supplies and assisted with ending therapy. The hp would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the report of air, it was revealed that she spoke with the hp about the air and that the hp is doing fine. There was no report of infection as result of air infusion. The nurse confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments.